Manufacturer narrative:
(B)(4). Device is a combination product. (B)(4). Device evaluated by MFR: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported that catheter entrapment, stent damage and shaft break occurred. The target lesion was located in a coronary artery. After pre-dilation was performed with a 2.0x15mm and 1.50x15 emerge balloon catheters, a 3.00x38mm promus premier drug-eluting stent was advanced but failed to cross the lesion. It was noted that the device became stuck on the wire and had to be cut off. It was also noted that the stent was scrunched and the shaft was broken completely in half. The procedure was completed using a non-bsc stent. No patient complications were reported and the patient's status was fine.